Manufacturer narrative:
The associated complaint device was returned and evaluated. The stated failure mode was confirmed through visual inspection on the journey ii bcs art insert trial right sz 5-6 11mm. The visual revealed scratches, deep gouges and a large crack in the device. The instrument was manufactured in 2014, and exhibits significant signs of wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during the procedure the trial was found broken. Surgeon continued to use the trial poly.